Event description:
The patient called to find out if there was something their pacemaker was doing that was causing them to wake up every morning between 2:30 -3:00 am. Follow-up was conducted with the clinic and from the information obtained it was reported that the patient was seen and that capture management was programmed off as this may be what was causing the patient to wake up every morning. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).